Event description:
It was reported the pt had been experiencing painful shocking sensation at the ipg pocket site. No further information is available at this time.

Manufacturer narrative:
Additional info: 1627487-12192011-003-r. This ipg serial number is included in field advisories. 1627487-05242011-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.